Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, prostate cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to kidney disease, toxicity, and prostate cancer. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a control knob, air inlet filter, and sd card cover were missing, manufacturer observed dust/dirt-like contamination on the top cover/ui panel, on the right-side panel, in the iso port, and in the air inlet. Dust-like contamination was observed on the left side panel, dust-like contamination with tiny hair-like particles were observed on the pca, on and underneath the blower cap, on and inside the iso port, on and inside the blower motor, on and underneath the blower housing, throughout the airpath on the sound abatement foam, dust/dirt-like contamination was observed on the flip lid assembly, and on the left and right side panels. Small scratches were observed on the right-side panel, outside of the water tank. An unknown reddish-brown contamination was observed throughout the interior of the water tank, on the flip lid seal, and on the dry box seals, interior side of the flip lid assembly, in the base of the humidifier bottom enclosure, on the dry box and in the lower base. An unknown brownish substance was observed on the heater plate spring. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 7 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust-like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.